Event description:
It was reported that during an acl reconstruction the needle became detached when the tendon was pierced. It was further reported that not much tension was used. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1588rtt was received for investigation. Upon visual evaluation it was noted that the needle was detached from the suture at the crimped area. No issues with the device's functionality. The most likely cause for the reported failure is user error for applying excessive force during use.